Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they resolder u1 on logic board due to 260.4130 error, replaced bezel assembly, membrane frame. Device keypad recall not affected. A review of the device history record showed the device had a manufacture date of 14sep2018. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to circuit failure of the logic board causing 260.4130 error. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. There were no existing CAPA¿s listed for any of the parts listed in this file for repair.

Event description:
It was reported that the device received error code 260.4130. It was further reported that bezel assembly was broken during recall parts installation and it was replaced with an older style bezel assembly that did not fit to the system. No additional information was provided. There was no patient involvement.

Event description:
It was reported that the device received error code 260.4130. It was further reported that bezel assembly was broken during recall parts installation and it was replaced with an older style bezel assembly that did not fit to the system. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
Additional information: a1.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported that the device received error code 260.4130. It was further reported that bezel assembly was broken during recall parts installation and it was replaced with an older style bezel assembly that did not fit to the system. No additional information was provided. There was no patient involvement.